Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl and diabetic ketoacidosis (dka) resulting in a hospitalization. Healthcare provider considered dka dangerous. Bg/dka was caused by customer running out of insulin as the customer had forgotten to perform a cartridge change. Customer set a temporary basal rate to address bg/ dka. Customer was treated with an insulin drip. Customer was released from the hospital on june 9th.